Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient received a low battery warning and had lost stimulation. Longevity calculations were performed and revealed the ipg had reached end-of-life prematurely. An scs representative met with the patient and confirmed the ipg was non-functional. As a result, the patient's ipg was explanted and replaced (with a different model). Stimulation was regained post-op. The explanted product will not be returned to sjm.